Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by network connectivity. A field service engineer (fse) worked with local information technology (it) to restore connectivity to the device. The fse changed the device from static to dynamic host configuration protocol (dhcp) and rebooted it. The fse was then able to log in and verify that the device was online in remote smart service (rss). The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had network connectivity issue, and the windows network settings need to access to work on the ip address. The customer stated that malfunction caused delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.